Event description:
It was reported that the patient required medical intervention due to high blood glucose (bg) levels. The patient did not provide specific bg levels, but stated ketones reached 5.5 (unit unknown). The patient reported that the cannula was found to be dislodged from the infusion site prior to going to the hospital. No specific treatment information was provided. Attempts have been made for additional information on the event. If the information is received it will be submitted in a follow up report.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported dislodged cannula. We are unable to determine if any product condition could have contributed to the reported adverse event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available . Omnipod software app version: data not available. Operating system: data not available . Hardware: data not available . Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.